Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, the device began showing suction alarms. The p level was lowered, and the pump produced a "pump in aorta" alarm. The p level was then increased, but the flows and motor current were much lower than expected. The patient remained on impella support, and there was no reported patient harm.

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. Clinical details suggest improper positioning was the root cause of the low flow. This report is being filed as part of a retrospective review of historical records.